Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. The hp reported a "check heater line alarm". Reportedly, at the time of the alarm, the hp spiked a new solution bag with the same homechoice cassette. The hp was assisted in ending therapy and resumed therapy with a new set up. No pt injury or medical intervention reported per hp.